Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).

Event description:
It was reported that sometimes the pain control did not come on. The patient had ¿problems¿ with ¿it¿ and checked ¿it¿ with his equipment and ¿it says it needs to be checked.¿ the patient observed an error message of call your doctor. The patient forgot the three digit code but ¿maybe¿ it was 504. Patient services asked if the patient could use his equipment to see if the code comes back. The patient stated that the programmer would come on and go off quickly. The patient sometimes had to struggle to have it come on and off. The patient stated he was getting an elective replacement indicator (eri). The patient stated, he started getting the eri ¿on and off¿ and didn¿t know the exact date. However, the patient thought ¿about a month ago or less.¿ the manufacturer's representative stated, the patient first saw the eri three months ago. Later, the patient claimed that the battery was replaced in 2011 and so the eri did not make sense. Per device registry, the implantable neurostimulator (ins) was placed in 2006, but the patient had a lead replacement in 2011. The patient mentioned if ¿they¿ were going to replace the battery, ¿they¿ could move it. The patient didn¿t have a complaint regarding the position, but that the patient may want the ins in a more convenient location for the charging belt. Later, the patient called back, and stated he spoke to his pain management, and they were willing to replace the ins. However, the issue was that the patient would have to pay for a portion of the replacement, which the patient could not afford at this time. The patient was concerned about the ins lasting if he postponed the replacement surgery. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2011-01646 for the lead replacement.